Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. Device evaluation: the returned sample was received. The complaint product was returned in its original packaging. The plunger was in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process were observed. Visual inspection at microscope magnification was performed and revealed lubricant material residue can be observed in the device. The lens was stuck at the cartridge tube and pushrod overrides it; therefore, the reported iol partially delivered was not verified. The reported issue of stuck in cartridge was verified, however, due to the conditions in which the sample returned it is not possible to determine that the reported issues are related to the manufacturing process. Based in the analysis product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed no additional complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol) would not release from the inserter so that the iol was already half way in the patient¿s eye and half way out. There was no incision enlargement, no vitrectomy and no sutures required. No other information was provided.